Manufacturer narrative:
The complaint of a leak was confirmed; however, the root cause could not be determined. One 20ga nexiva IV catheter from lot: 5177489 was provided for investigation. The sample exhibited evidence of use. The IV catheter was received without the needle. A functional test revealed a breach in the extension tubing that resulted in a leak. A slit that did not penetrate the full thickness of the extension tubing wall was observed near the leak site. No burrs or damage were observed on the clamp. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Xxx had a closed system piv 20 ga nexiva that was leaking from the tubing immediately after insertion when the nurse went to flush it. Any adverse event or serious injury reported to the patient or healthcare professional? If yes, please provide the details. The IV needed to be removed, and a new IV was started.